Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated the pump was with out of batteries longer than it was supposed to. The customer was informed that was normal pump behavior. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer insisted on having their pump replaced. The customer was sent a replacement pump. No further information was provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents. Pump monitored for several days and no battery out limit alarms occurred during testing. All buttons are functioning correctly, no keypad anomaly. The insulin pump had cracked reservoir tube lip, minor scratches on the lcd window, scratches on the reservoir tube window, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.